Event description:
The patient reportedly experienced intermittencies, sound quality issues, followed by loss of lock. External equipment was exchanged. The issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.